Event description:
It was reported that the patient experienced a replacement of an inflatable penile prosthesis(ipp) device due to discomfort. A patient outcome of no further intervention was reported.

Manufacturer narrative:
B5 updated.

Event description:
It was reported that the patient experienced a replacement of an inflatable penile prosthesis(ipp) device due to discomfort. A patient outcome was not reported.